Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a cp pump placed to support the patient admitted in with acute myocardial infarction with cardiogenic shock. This is the second cp and when it was placed there was optical signal loss that they tried to troubleshoot with aic replacement, but when this did not remedy the issue they replaced with a third cp.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Optical sensor issue: clinical review reports placement signal not reliable (psnr) alarms during priming of the pump on two separate consoles. It was replaced with a new impella cp that functioned without issue. Product was not returned for investigation. Since data logs were inconclusive and product wasn't returned for investigation, the cause of the optical sensor issue could not be determined. Device history review: the device passed all the post sterile inspection checks.